Event description:
It was reported that "product failure, tube did not maintain inflation resulting in some aspiration of bile/vomit around the cuff. No emergency treatment required other than suctioning down the ett. Momentary drop in sats to below 95%, rapidly improved with suctioning and reexpansion with positive pressure breaths".

Manufacturer narrative:
(B)(4).